Event description:
It was reported the patient's device had coupling issues. It was felt the ins may have been flipped. The ins was confirmed to be flipped by x-ray and poor coupling. The ins was removed and placed in a new pocket. The patient was happy following the revision.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a problem with recharging. It was also reported there was a coupling or communication issue. It was reported the implantable neurostimulator (ins) had flipped and was confirmed with x-ray and poor communication. The ins was removed and placed in a new pocket about a week ago. It was also reported the patient was back in the healthcare providers (hcp) office for a suspected overdischarge. It was reported the manufacturers representative was unable to get coupling due to battery discharged (over two weeks). Physician mode recharge was initiated. It was reported the unit never worked correctly since it was implanted. It was reported the ins was implanted at the center of the patients back and unit flipped around in the back "and he was trying to charge it reverse and it never charged and completely lost the charge." It was reported the issues started in (B)(6) 2008. It was reported that back in (B)(6) or (B)(6) 2008, they made another pocket in his back and put the same implant back in, and the patient had been "miserable ever since." It was noted the patient never had therapeutic effect. It was also noted that the patient was unable to find another hcp to help because the "device was never properly put in his back." It was reported the patient was told pre-op the device was to be implanted in the front, off to the left side. When the patient woke up, the device was in the center of his back. The patient went back to hcp to report the device had flipped and was taking 14-18 hours to charge and only got 1-2 coupling bars. The patient was dismissed by the hcp and informed that he was "doing fine." It was reported the patient could lay on his back and "it even took 14 hours to charge. The patient was using the belt and "laying in all different positions" but it "did not matter." It was reported about 1 to 1.5 months after the original implant the hcp scheduled a pocket revision. The ins was moved about 3 inches from its original position to the left side and the same device was used. The time it took to charge was now 1 to 1.5 hours to charge to full. It was reported that when the patient turned on the stimulation, he felt no stimulation and the device was fully charged. The patient was unable to get a follow up with his hcp at which point he stopped charging his device.